Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level was 540 mg/dl. The customer treated their high blood glucose level with manual injection. The customer had issues with the infusion set. The cannula was bent. The insulin pump was not returned for analysis.